Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer reported that yesterday she experience low blood glucose reading for about 50 mg/dl and pump will be suspended for too long, today her blood glucose 106 mg/dl. Current blood glucose was 106 mg/dl. Customer experienced symptoms related to low blood glucose that weird feeling in her stomach. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did used to auto mode feature at the time of event. The device will not be returned for analysis.